Manufacturer narrative:
(B)(4). Film evaluation results are: two post-implant still angio screenshots, one with contrast and one without contrast, were reviewed. The endurant stent graft system was seen implanted in the patient, and the suprarenal stents had detached from the bifurcate aortic body which was ~2cm below the renal arteries. The suprarenal stents were positioned with the distal apices just below the patent renal arteries. The proximal neck and bifurcate aortic body were essentially straight in the 2d images, and the detached stents were not noticeably misaligned or angulated with the bifurcate proximal graft margin. From the calibrated catheter seen in the film, the aortic diameter at the level of the proximal suprarenal stents measured ~22mm, just below the renal arteries measured 19mm, and at the level of the bifurcate proximal graft margin was ~24mm. The suprarenal stents were intact; no obvious stent or pin fractures were observed. A renal stent was also seen implanted into the right renal artery, possibly extending slightly into the aorta near the distal apex of one of the suprarenal stents. The bifurcate aortic body proximal stent and all the visible stents appeared intact, no obvious fractures were observed, and the 4 proximal markers were all intact and properly oriented. The contra limb opened on the right side, and the limb was positioned proximally at the level of the flow divider. No extension was seen within the visible portion of the ipsi limb. The distal limbs were not seen on the returned images, since the images cut off ~2cm distal to the flow divider. The cause of the suprarenal stent detachment from the bifurcate aortic body could not be determined from the limited films provided. The anatomy at implant is unknown, earlier post-implant images were not available, and additional films from this most recent study were also not available for review. Analysis of the returned films did not reveal any characteristics that could explain the observed stent detachment. It is unclear if the suprarenal stents detached from the bifurcate due a fabric tear or suture tears. Films during and post-intervention were not available.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. It was reported that an angiography revealed that there was a type ia endoleak and the suprarenal stent was completely separated from the stent graft material. The physician elected to implant an endurant 36x36x45 stent graft and the event resolved. The physician does not know the cause of the event. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.